Event description:
8x4 conquest balloon inserted over glidewire for pta of venous stenosis in the left arm fistula. After pta, the balloon would not deflate despite multiple attempts. The balloon was localized using fluoro and the patient's arm prepped with clorahexadine prep stick. 1% lidocaine was then administered over the balloon site. Using a micropuncture needle, the balloon was then deflated transcutaneously with fluoro guidance. Pressure was applied to the site for 10 minutes. No clinical sequelae.manufacturer response for dilatation catheter, conquest pta dilatation catheter: no response.